Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact requested a replacement liberty select cycler. The patient reported to technical support multiple cycler alarms. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (3), 3725ml drained and manual stat drain the following day on (B)(6) 2018 where an additional 3500ml drained. This combined drain volume is 289% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler. It was indicated that the patient would continue treatment using continuous ambulatory peritoneal dialysis. The patient is also reportedly paralyzed from the waist down and has sluggish bowels. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom (dv > 200% of fv) was not confirmed. The reported complaint symptom draining slowly was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The load cell verification was within tolerance. The system air leak test passed. The valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
"."